Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found to be dislodged. It was also reported that the pod was leaking insulin. Treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone14.6. Cgm sensor type: g6.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The investigation found no damage or defects to the exposed soft cannula. Therefore, the cause of the reported pod cannula dislodge event could not be determined. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. During fluid path testing, the fluid was able to travel the complete fluid path with no issues and no leaks were found. Therefore, no problem was found regarding the reported leaking during wear event.